Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10, g2. A getinge field service engineer (fse) evaluated the unit and stated water was observed in pim as well. The fse replaced the pim (0997-00-1178) due to it being defective/not working properly. In addition, the fse stated that the distributor observed that the ECG cable is broken (minor) and vacuum inlet, pressure reservoir and filters are needing to be replaced due to blockage and the color being slightly blackish. Parts were recommended for safety point of view and is not an actual failure to the unit. The unit is back in circulation and all functional and safety test were performed and passed. The failure analysis and testing dept. Received part with a reported unit failure of water condensation in the pim. The fat performed a visual inspection and found the part to have melted and warped tubing. A burn smell was noticed along with some burn marks on wiring. This would lead to a malfunction of the part. Possible cause for this issue could be the component reliability of the internal circuit board or wiring. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had a lot of water condensation in the iab catheter. No one was harmed.